Event description:
It was reported that there was a malfunction resulting in agent delivery less than 20% of set volume. There was no patient involvement.

Manufacturer narrative:
The end user repair the unit. No repair information provided. The unit was taken out of service and scrapped. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.